Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and exchange.

Event description:
Physicican reported left side capsular contracture, baker grade iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted .

Event description:
Physician reported, left side capsular contracture, baker grade iii. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: wear abrasion observed. Crease flat observed.